Event description:
Healthcare professional reported via nbir a right side "device migration/implant malposition, suspected/actual rupture, change shape/size/style." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.